Event description:
Caller states during a correlation study the following coaguchek xs plus/coaguchek s results were obtained: see scanned table.

Manufacturer narrative:
No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. This medwatch is for suspect device in the coaguchek s system. Caller was unsure which strip lot was used to produce specific results. Reference medwatches with a1 patient for potential lots used. Reference medwatch with a1 patient for the suspect device in coaguchek xs plus system.